Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of 414 mg/dl and a high ketone level of 71 mg/dl. The cause of elevated bg was unknown. Prior to going to the ER, a correction bolus was delivered to address bg level. While in the hospital, bg was treated with intravenous fluids of insulin and saline. System check with technical support confirmed the pump was functioning as intended. At the time of the report, the customer had not been released from the hospital and declined follow up contact from technical support.